Event description:
It was reported that a hair was found inside the sterile packaging of the instrument battery while being removed from the storage shelf at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that a hair was found inside the sterile packaging of the instrument battery while being removed from the storage shelf at the user facility. There was no patient involvement and no adverse consequences associated with the device.